Event description:
It was reported that patient underwent a revision surgery at (B)(6). The doctor states that patient had an aus implanted earlier as well as a recent revision surgery wherein the original cuff was replaced. The patient was still leaking prior to this surgery, so the doctor removed all of the previously implanted items, and implanted patient with two new 3.5 cm cuffs, a 71-80 prb, and a new pump. The doctor did not wish to have the explanted items returned to boston scientific, nor did he have the lot numbers of the explanted items. No adverse patient effects. No further information is available at the moment. Should additional information become available, a supplemental report will be submitted.